Manufacturer narrative:
After battery installation, device displayed a critical pump error due to signs of previous moisture presence and corrosion around the battery connectors. The battery compartment was heavily corroded and the battery board underneath it shows signs of previous moisture presence as well. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received¿critical pump error¿alarm with an¿open book image¿on the display.¿no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.